Event description:
It was reported that during a percutaneous coronary intervention (pci), a 2.00x15mm maverick balloon ruptured. The lesion was located in the 99% stenosed, moderately tortuous and calcified atrioventricular or posterior descending artery. Following the first inflation of the balloon at 10 atmospheres (atms), the maverick balloon ruptured on the 2nd inflation. There were no patient complications or injuries reported. The patient status is listed as good. The procedure was completed with a different device.